Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed with the adhesive and no physical damage was observed on the sensor patch. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely on day 9 of wear. As a result, the customer experienced a loss of consciousness and/or seizure and was given juice, sugar, and/or food by a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.